Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient could not align ipg with charger. It was believed that the ipg was sideways in the pocket. The patient will undergo pocket revision.

Event description:
A report was received that the patient could not align ipg with charger. It was believed that the ipg was sideways in the pocket. The patient will undergo pocket revision.